Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is still implanted and not being returned, therefore is unavailable for a physical evaluation. It was reported that when the surgeon passed over of the device to the cuff tendon because the thread was entangled while passing the device to the cuff tendon, the device broke and the broken fragment was left in the patient. A possible cause for the failure is the user technique issue but a definitive root cause cannot be determined. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported that the tip of the saw was broken during arcr surgery on (B)(6) 2018 when the surgeon passed over of the device to the cuff tendon because the thread was entangled while passing the device to the cuff tendon. The broken fragment (3~4mm long) was left in the patient¿s body, and was kept in the patient¿s body by the surgeon¿s judgement. It was brand new and the first use when the issue occurred. There was less than 30min. Surgical delay. No further information was provided by the hospital.